Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a tower door 2 failure. A field service engineer reseated all cables and wires, replaced the door controller board, the medcart cable and switched the medcart ports. Also, configured the new board in the application (storage space configuration) to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, it had a tower door 2 failure. The customer reported that the malfunction occurred while users were trying to dispense medications to a patient, which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system tower door failed. A field service engineer reseated all cables and wires. He replaced the door controller board, the medcart cable, switched the medcart ports and rebooted the device. He also configured the new board in application (storage space configuration) to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation system, it had a tower door 2 failure. The customer reported that the malfunction occurred while users were trying to dispense medications to a patient, which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this event.